Manufacturer narrative:
E1: initial reporter alternative phone number: (B)(6). H6: imdrf device code a15 captures the reportable event of the clip that could not be deployed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the upper gastrointestinal (gi) tract during an endoscopy procedure for defect closure performed on (B)(6) 2024. During the procedure, the clip could not be deployed from the clip-firing catheter. The procedure was completed with another resolution 360 clip device. There were no patient complications have been reported as a result of this event.

Manufacturer narrative:
Block e1: initial reporter alternative phone number: (B)(6). Block h6: imdrf device code a15 captures the reportable event of the clip that could not be deployed. Block h11: investigation results the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the device was returned with the clip assembly detached from the bushing but attached to the control wire, evidence of soft deployment. Microscopic examination was performed, and it was found that the first activation was not performed. No other problems with the device were noted. The reported event of clip would not release was not confirmed. Analysis of the returned device found that the device returned has evidence of soft deployment and without any activations; this means that the capsule became detached from the bushing, losing its functionality to open and close properly. The soft deployment may have been caused by the insertion of the device into the scope, the physician's technique, or any unrecorded impacts to the joint during preparation. The joint capsule bushing might have detached due to an external force impacting this joint. Based on all available information and the analysis of the returned device, the most probable cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the upper gastrointestinal (gi) tract during an endoscopy procedure for defect closure performed on (B)(6) 2024. During the procedure, the clip could not be deployed from the clip-firing catheter. The procedure was completed with another resolution 360 clip device. There were no patient complications have been reported as a result of this event.